Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection on the unit showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed on the unit and the flow rates were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multi rate large volume infusor underinfused. The expected flow rate was 92ml/46 hours; however, an unknown amount of the solution was still remaining after completion. The infusor contained 92ml of fluorouracil and saline (non-baxter products). Priming was not performed, but solution flow was confirmed. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.